Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam became degraded and caused headaches, chest burning, chronic obstructive pulmonary disease, fluid retention, chronic kidney disease, hypertension and the inability to sleep. The patient alleges that the device is smoking and has a burning smell and is seeing particles in the airway. The patient did report to receive medical intervention and saw a physician, was hospitalized and on life support. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chest burning related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Pms comments: this notification was reviewed due to a patient reporting/inquiring a "smell coming through the mask to the point where it was waking her up" and "that the device is causing burning in her chest along with headaches." Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury, as defined in pepf 16.2.8.3 and 21 cfr 803.3(w). Nor is there any report of medical intervention required or received to specifically preclude a life-threatening injury or permanent impairment. The patient also reports that "she was admitted into the hospital for about 2 weeks for copd and fluid retention. She also mentioned during this time she was on life support. She was also diagnosed with chronic kidney disease and high blood pressure years ago. Customer states she really needs a new device, she is unable to sleep, and the device is causing chest burning." However, the reported hospitalization for copd and fluid, as well as the chronic kidney disease and htn are more likely past medical history reported for the purpose of device replacement prioritization, since the only direct allegation she makes is stating "the device is causing chest burning. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have headaches, chest burning, chronic obstructive pulmonary disease, fluid retention, chronic kidney disease, hypertension and the inability to sleep. The patient did report to receive medical intervention and saw a physician, was hospitalized and on life support. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.